Manufacturer narrative:
Analysis of the adaptor found a broken conductor within 10 cm of the connector area. (B)(4).

Event description:
The manufacturer representative reported the device was replaced. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 64002, lot# n348640, product type: adapter. Product ID: neu_unknown_lead, product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Evaluation conclusion code applies to the adaptor (lot # n348640). Evaluation conclusion code applies to the ins.

Event description:
The manufacturer's representative (rep) reported a potential performance issue of rapid battery depletion. The device was explanted the week of (B)(6) 2015 and the rep was not there for removal. There was rapid battery depletion. It was less than one year. Impedances were ok, except for electrode 3. The adaptor needed to be reviewed for a possible short. There was a possible burning near the top of the head.